Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose of 502 mg/dl. The customer was treated with a bolus and manual injections. Troubleshooting did not find any air bubbles in her insulin pump. The customer was advised to change her infusion set, reservoir and insulin. The customer also stated she was a brittle diabetic and had trouble stabilizing. No additional information provided.